Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results:the battery compartment is cracked below the bumper pad. No damage to battery compartment threads observed. The returned battery cap is able to fully attach to the pump with no visible yellow o ring showing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient, during a visit with the diabetes educator, had a blood glucose (bg) > 500 mg/dl, with vomiting. Emergency services were called. Reporter stated that the patient's pump was duct taped and appeared to have damage to battery compartment/battery cap. This complaint is being reported as the patient experienced hyperglycemia attributed to the use error of knowingly using a damaged pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.